Event description:
Reporter alleged the customer obtained the results of 127 mg/dl and 263 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer took her pills after the readings as she normally would. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.